Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device had a normal battery trend. The alert for the elective replacement indicator (eri) for the pacemaker occurred when the battery voltage was above eri, consistent with a transient low battery voltage due to pacing intermittently at high output mode (hom). Pacing at hom increases current drain and decreases voltage, which can affect the estimated longevity of the device. Electrical and mechanical testing in the laboratory indicated normal device functionality.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.